Manufacturer narrative:
E1: initial reporter phone number is +(B)(6); reported here as phone number exceeded character limit for designated field. Investigation summary: boston scientific concludes that although the complaint device was not returned to boston scientific and analysis has not been performed, the primary reported observation is addressed in product labeling (e.g. Instructions for use). Therefore, well-understood factors likely contributed to the event. Inappropriate shock therapy is a known inherent risk of the use of this product. Device history record review: a review of the device history record (DHR) was performed. The review of the DHR identified that there were no process related non-conformances, scrap, or rework performed during the production that could explain the event. The reviews ensure each device meets specification prior to release for use. There is no indication the device manufacturing process contributed to the reported complaint. Device technical analysis: the complaint device was not returned to boston scientific therefore, product analysis could not be performed. However, inappropriate shock therapy been observed with this product previously and is a known inherent risk associated with its use and is documented in the product's labeling. Risk review: a risk review was completed and confirmed that the event of inappropriate shock was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Product risk benefit includes consideration of risk severity and rate, and the overall residual risk of the device is acceptable. Device labeling review: review of labeling determined the complaint situation was listed in the manual. There was no indication in the complaint that the product was not used in accordance to labeling. The manual was unlikely to be the cause of the reported complaint; translation, wording, or graphics does not require further review. Investigation conclusion: at this time, no further actions are considered necessary as inappropriate shock therapy is a known inherent risk of the use of this product and this is documented in the labeling.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) recently delivered an inappropriate shock due to decreased r-wave amplitude measurements and subsequent over-sensing. The patient has a history of multiple inappropriate shocks with a previously implanted s-ICD that was explanted. The physician contacted boston scientific technical services (ts) during an in-clinic follow-up appointment, where troubleshooting was performed, but the decreased amplitudes could not be recreated. Data was taken in different vectors during postural testing and will be sent to ts for analysis. As the alternate vector showed a better signal amplitude, the physician reprogrammed the device to resolve the event. At this time, this s-ICD remains implanted and in-service. No additional adverse patient effects were reported.

Manufacturer narrative:
E1: initial reporter phone number is (B)(6); reported here as phone number exceeded character limit for designated field.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) recently delivered an inappropriate shock due to decreased r-wave amplitude measurements and subsequent over-sensing. The patient has a history of multiple inappropriate shocks with a previously implanted s-ICD that was explanted. The physician contacted boston scientific technical services (ts) during an in-clinic follow-up appointment, where troubleshooting was performed, but the decreased amplitudes could not be recreated. Data was taken in different vectors during postural testing and will be sent to ts for analysis. As the alternate vector showed a better signal amplitude, the physician reprogrammed the device to resolve the event. At this time, this s-ICD remains implanted and in-service. No additional adverse patient effects were reported.